Event description:
During an in-clinic follow-up, the patient underwent a magnetic resonance imaging (MRI) procedure which caused the device to enter backup vvi (bvvi) mode. High voltage therapy was unavailable while the device was in bvvi mode. Abbott technical support was contacted, and the device was reprogrammed to resolve the event. The patient was in stable condition.